Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure for vaginal prolapse in (B)(6) 2008 and mesh was implanted. The patient reported the surgery had left her being cut by the mesh everyday. After about 5-6 months, part of the mesh was found and removed. The patient reported experiencing severe pain, depression, infections, severe scarring, severe skin problems, severe health issues, inability to have sexual intercourse due to pain and prolapse recurrence. In 2013, the patient was diagnosed with lupus and discoid lupus. The patient further reported not being able to physically move due to nerve pain in legs that stopped her from walking. Additionally, severe fatigue medication made her unable to physically or mentally look after her children. The patient reported that she needs full vaginal repair again and a full hysterectomy. The patient has already undergone bladder tests and still awaiting bowel. The patient reported the mesh from 2008 has now disappeared but no one is telling her where it has gone. No further information is available.